Event description:
Pt had abdominal surgery on in 2002 and was discharged from hospital. Four days later, pt felt a "pop" in their wound and called dr. Pt was readmitted and returned to surgery that same day.